Event description:
Related manufacturer reference number: 3006705815-2022-00814. It was reported the patient experienced ineffective therapy and intermittent surging. Diagnostics showed multiple contacts with high impedance on both of patient's leads. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00814. It was reported the patient experienced ineffective therapy and intermittent surging. Diagnostics showed multiple contacts with high impedance on both of patient's leads. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event of high impedance was reported to abbott. The patient has not been scheduled for surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted and replaced to address the issue.